Event description:
Loss of osseointegration, complication in site preparation (immediate implantation), no thread tap used, primary stability was achieved, implant was completely covered by bone, immediate implantation, inadequate bone quality/quantity, mobility.